Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total esophagectomy, at the end part of the procedure, the device did not work. The exact number of seals was unknown, but there was a considerable number of seals until the event occurred. The device was recognized by the generator, they were able to activate it, there was a sealing tone, and there was an end tone. No bleeding occurred. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.